Event description:
It was reported that the patient presented in clinic with an alert for non-sustained lead noise due to oversensing on the ventricular channel. Noise was not reproducible in clinic, and the patient will be monitored closely.